Event description:
I lost my left kidney after having (or undergone) an embolization of both ovarian veins in 2013 with terumo coils. I had to undergo a radical left nephrectomy because the fibrosis caused by the ovarian vein embolization had obstructed and trapped the left ureter. I also have adhesions in my large intestine. Currently, the right ovarian vein, is also embolized with terumo coils, it is causing damage to my genito femoral nerve, with an intense pain in the right iliac fossa, that's why I have to have another surgical procedure. Ref reports: mw5161563, mw5161562.